Event description:
The catheter fell out and the balloon was found to be ruptured.

Manufacturer narrative:
The balloon of the foley catheter was tested prior to insertion and performed as intended. Later, when the pt was repositioned in bed, the catheter fell out and the balloon was found to be ruptured. A new catheter was inserted. The pt developed slight hematuria after this incident. The lot number is not known and there is no sample to evaluate. A root cause has not been determined.